Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg site is sore. The pt was advised to follow up with her physician. Add'l info revealed the pt has yet to follow up with her physician regarding this event. The pt reported the discomfort felt at the ipg site is related to the location of the ipg. The pt stated that when she walks, she is very aware of the ipg and it causes her great discomfort at times. The pt advised she has an appointment scheduled with her physician at a later date for a physical examination and will discuss the discomfort at the ipg site with her physician at that time.